Manufacturer narrative:
The device was received and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A device history review revealed no issues that could have caused or contributed to the reported issue. Service evaluation verified the reported symptom to be does not recognize an open door. The cause was identified to be a failed upper latch switch and therefore, the upper auxiliary was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During baxter's evaluation of a returned spectrum infusion pump, it was confirmed that the reported symptom was that the device does not recognize an open door. There was no patient involvement associated with this event. No additional information is available.